Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with infiltrates on both eyes (ou) at a 2 day post op exam. The surgery center noted there was more infiltrates on the left eye than the right eye. The patient¿s chief complaint was of blurred vision. The patient¿s comment was of hazy vision and understands the exam findings. Topical steroid dosage was increased and prednisone (oral steroid) were prescribed to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 .75 x -1.00 x 122, left eye pre-op 20/20 .75 x -1.00 x 37.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors.all pertinent information available to abbott medical optics has been submitted.